Event description:
The physician experienced problems retracting the delivery system. The delivery system could hardly be removed as if it has been caught. Physician thinks that due to the retraction, the markers have been pulled/bended in the inner lumen. The physician performed pta with a balloon again and implanted another stent.

Manufacturer narrative:
Method - device not returned.